Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, an insufflator error 2001 was occurring at power up on an ongoing basis, happening most every day. During the remote troubleshooting session, a power cycle was performed, and the breaker at the rear of the tower was also cycled. Following these steps, the system powered on normally. It was noted that the error 2001 had been a recurring issue occurring most every day at power up. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.